Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of a probe occurred during vitrectomy surgery. When stepping on the footswitch to move the cutter, it stopped cutting and the sound and vibration became weak. After stepping on the footswitch again, the cutter started to cut but after a while, it stopped cutting once again. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened probes, with tip protectors, in trays were received for the report. The returned samples were visually inspected and was found to be non-conforming with orange/brown in color foreign material observed on the welded cap of sample 1 and orange/brown in color foreign material on the port face, inside the port and on the welded cap of the broken off needle of sample 2. The body needle on sample 2 was broken off at stiffener area. Sample 1 was functionally tested for actuation and cut and was found to be conforming for all functional tests. Sample 2 could not be functionally tested for actuation and cut due to the broken needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the lot number obtained from the device¿s rfid tag. One non-conformance was identified related to damaged o-ring. This related non-conformance could have potentially contributed to the reported event; however, the returned sample 1 was found to meet specification. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample 1 was conforming for all functional testing. The complaint evaluation for sample 2 confirmed that the needle was completely broken off of the probe assembly. Therefore, a confirmation of the reported event could not be determined, and the exact root cause of the complaint could not be verified. The exact root cause of the broken needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No further investigative or manufacturing actions are warranted at this time due to that the returned sample 1 met specifications and confirmation of the reported event could not be determined for the broken needle observed on sample 2. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues and a non-conformance record was completed for the related record on the nonconformance report. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).